Event description:
Patient had a lifeport catheter implanted for chemotherapy on 5/6/92. Two months later, the catheter was apparently leaking. On 7/22/92, the lifeport was revised by replacing the catheter part of the lifeport. About three months later, a new problem with flow developed. Apparently there was leakage from the catheter and difficulty with drawing specimens. The patient underwent surgery (day surgery) on 10/06/92 for removal of the lifeport cath from left subclavian. Another brand of mediport cath was implanted. The defective catheter (the one explanted on 10/6/92) was sent to the manufacturer on 10/13/92 and final analysis is still pending. The remaining lifeport caths in stock were removed from the shelves permanently.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.